Event description:
Reportedly, the external, silicone layer of the balloon ruptured at the end of the operation. Pieces of the silicone layer fell in the patient's cavity. The surgeon recovered all the pieces. No patient injury reported.